Event description:
10 pack condom external catheters 29mm, medium, rochester / bard wideband, extra adhesive # 36002 I purchased this item from amazon on (B)(6) 2024. This product is an external condom catheter for urine drainage. After the product was inserted into the penis, it took almost 4 hours to remove the product.it was very sticky. No warning or instructions to remove were given on the website which advertised the product. It caused injury to the penis, including bleeding while trying to remove it. This product is dangerous and should be banned.